Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported that the left breast is "firm and looks abnormal due to capsular contracture." Patient reported reoperation without removal for capsular contracture. Healthcare professional later reported left side capsular contracture, baker grade IV and breast ptosis baker grade ii. The device has been explanted.

Event description:
Patient reported that the left breast is "firm and looks abnormal due to capsular contracture." Patient reported reoperation without removal for capsular contracture. Healthcare professional later reported left side capsular contracture, baker grade IV and breast ptosis baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed deformation on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.